Manufacturer narrative:
Customer technical support (cts) assisted the customer to inspect the reagent syringe. The customer tightened the loose reagent syringe; however the issue was not resolved. A bci field service engineer (fse) discovered the auto-gloss was not reaching the blade and repaired the issue with new peri tubing. Fse discovered the reagent probe b leak was caused by a faulty three way valve. Fse replaced the valve which resolved the issue. Fse ran qc and calibration; both passed.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a cartridge chemistry sample probe was stuck in sample tube. During troubleshooting the customer noticed reagent probe leaking. No injury was reported.